Event description:
Pt required prolonged ventilatory support and underwent percutaneous tracheostomy placement on (B)(6) 2011. The tracheostomy tube was secured with suture. On (B)(6) 2011 at approx 0700, it was discovered that the tracheostomy tube (outer cannula) had become disconnected from the flange. The physicians were notified and the original sutures were removed and after several attempts, the outer cannula and the flange were reconnected and the tracheostomy tube was re-sutured in place. At approx 1615 on (B)(6) 2011, the flange and the outer cannula became disconnected again. The physicians were unable to reconnect the flange with the outer cannula. A new tracheostomy tube was placed without incident. Upon inspection of the original tube, it was noted that the balloon would not inflate and the "brackets" that are located on the outer cannula that fit into grooves on the flange would not fit into each other as it was designed.